Manufacturer narrative:
(B)(6).

Event description:
It was reported that during treatment the console did not want to load anymore. No overheating as the cover was frequently removed. The green light was working but the load lightening was not appearing. No patient incidence as the customer had another console thus the treatment was not stopped.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. As no device was returned, a thorough functional evaluation could not be carried out. The failure mode described was potentially caused by an internal issue with tubing. If the integrity of the inner tubing is compromised in any way, when the charging port is connected, power does not reach the battery and subsequently the device does not charge (which is why the charging symbol does not light up). This can be caused if the device is damaged, perhaps during transit. Another potential cause of this issue is overheating. To comply with safety regulations this device will fail to charge if it reaches 45°c. This can be caused by the external temperature, how the device is stored and also the heat produced by the device. The device will still carry out npwt at this temperature but will not charge. The temperature of the device can be reduced by storing it in a cooler place, making sure the device is charged prior to use or locking the screen when charging. Without a functional analysis of the device, it has not been possible to reach a definitive root cause. Should the device or additional information be received, the complaint will be reopened and reevaluated.